Event description:
It was reported that during tonsillectomy / adenoidectomy, while using the evac 's metal electrode wire was damaged and it suddenly melted. The procedure was completed without delay using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Visual inspection under magnification of the wand shows extensive electrode erosion with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During the functional evaluation the suction line was tested and performed as intended; the saline line was tested and performed fluently as intended when tested on a saline bag. The device excites plasma at max. Coblate/coag settings on the remaining parts of the electrodes. The complaint was confirmed and the root cause was determined to be due to component failure. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings, thus causing the electrodes to become eroded extensively. 2) pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.